Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported there was a chemo spill when the patient pulled on the tubing in the cancer center. The tubing separated at the upper fitment. There was no direct harm however several people were exposed in the area; unspecified lab tests were ordered as a result of the chemo exposure. Although requested there was no additional information provided.